Manufacturer narrative:
The manufacturer's authorized service person (asp) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the electrode plate, which was replaced and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that the device is experiencing stoppage. There was no patient involvement.